Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic hysteroscopy, dilatation and curettage, endometrial ablation and laparoscopic cholecystectomy due to sui and menorrhagia.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent egd with biopsy and balloon dilation of the esophagus and colonoscopy with hot snare polypectomy on (B)(6) 2014 due to hiatal hernia, colon polyps, schatzki ring and gastritis. No additional information was provided.